Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, the customer noted frayed wires on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.